Manufacturer narrative:
(B)(4). Device was not returned.

Event description:
It was reported that a patient presented in the hospital after receiving multiple, high voltage, therapies for atrial fibrillation with right ventricular response in the vt zone. An alert for possible output circuit damage was noted. Several therapies were aborted. Large arc was observed on the exterior of the device during analysis indicating lead damage. Lead replacement was suggested.